Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on unknown date. The customer¿s blood glucose level was 500 mg/dl at time of incident. Customer stated that the insulin pump's retainer ring was damage. The customer stated that the reservoir was unable to lock into place. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with a missing reservoir tube o-ring and a missing retainer. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring and a missing retainer. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 12-apr-2021, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 12-apr-2021 listed on smartsolve. Daily total collection start time = 04/12/2021 00:00:00.000 daily total of all insulin delivered = 43.6 daily total of basal insulin delivered = 27.6 daily total of bolus insulin delivered = 16 04/12/2021 05:24:01.000 normal bolus delivered bolus programming method = manual bolus normal bolus amount programmed = 5 bolus amount delivered = 5 04/12/2021 15:29:49.000 normal bolus delivered bolus programming method = manual bolus normal bolus amount programmed = 6 bolus amount delivered = 6 04/12/2021 22:52:27.000 normal bolus delivered bolus programming method = manual bolus normal bolus amount programmed = 5 bolus amount delivered = 5. There were no unexpected pump errors/alarms noted 1 week prior to the event date 12-apr-2021 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Retainer ring damage (a missing reservoir tube o-ring and a missing retainer) was confirmed. Reservoir unable to lock into place was confirmed. Cosmetic damage was confirmed at the retainer ring. Unable to verify customer alleged for high bgs/dka. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to a missing reservoir tube o-ring and a missing retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.